Event description:
It was reported that the battery gauge was fluctuating. Additionally, the battery was charging slowly. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. No additional information was provided by the customer.